Manufacturer narrative:
Evaluation summary: the product was returned for analysis and damage was observed to the lens. Additional observations were as follows: iol returned positioned incorrectly in the iol case. Solution is dried on both surfaces of the optic and one haptic. One haptic is broken/torn and is returned. We are unable to determine the root cause for the reported complaint "torn". The returned iol shows evidence of possible handling by the customer due to the presence of solution dried on both surfaces of the optic and one haptic. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed damage on the haptic would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided indicating that the event occurred during a cataract surgery with an intraocular lens (iol) implantation. The iol was inserted and removed from the eye during the initial procedure. The procedure was completed with no patient harm. The event was resolved.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that during an intraocular lens (iol) implant procedure, the iol was torn. Additional information has been requested.